Event description:
It was reported, the pt has felt an intermittent heating sensation at the ipg site that causes discomfort at times. She stated, the heating is not related to charging and she uses her stimulation constantly. The pt denied any trauma to the site. No further information is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.